Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the pullback was performed once the lesion was confirmed, a lost image had occurred, and the catheter became separated outside the patient. The procedure was completed with another of the same device. No patient injury was reported.